Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5336t310 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned to manufacturer.

Event description:
Halyard received a single report that was reported under 8030647-2016-00127. Per additional information received, there were four additional events, which were associated with separate units. This is the forth of four additional reports. Refer to 8030647-2016-00152 for the first report. Refer to 8030647-2016-00153 for the second report. Refer to 8030647-2016-00154 for the third report. It was reported that the suction catheter disconnected from the hme humidifier. The patient was allegedly prone, and experienced desaturation and loss of the recruitment alveolar during the event. No further information was provided.